Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's backlight was not turned on. The device's lcd display needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the sponge of the inlet air path assembly was observed to have lifted up and blocked the blower inspiratory port. The device's air inlet path assembly needs to be replaced to address the issue. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's backlight was not turned on. The device's lcd display needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the sponge of the inlet air path assembly was observed to have lifted up and blocked the blower inspiratory port. The device's air inlet path assembly needs to be replaced to address the issue.